Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A follow up report will be submitted if the products are received.

Event description:
A complaint of imprecise sequential readings was reported on a customer's precision xtra meter. The customer obtained readings of 401, 500 and 163mg/dl within a ten min timeframe. When plotted on a parkes error grid, a result fell within the "c" zone which is clinically significant. It is to be noted that the customer did not know if they had washed their hands prior to testing. There was no report of death, serious injury or mistreatment.